Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act or esc button response due to corroded keypad traces. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
It was reported the customer had a battery out limit alarm on their insulin pump. The customer also reported their buttons were freezing up on them. Customer's blood glucose was 202 mg/dl. The customer was assisted with clearing the battery out limit alarm. It was also found the act and escape button were intermittently responsive. The customer was advised their insulin pump needed to be replaced. Customer also declined to troubleshoot for their high blood glucose. No additional information provided.